Event description:
It was reported by repair work order that the nurse call system was not functioning due to the call cable being configured incorrectly. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.